Event description:
It was reported that the pump had a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). At the patient's first refill the arv was about 4ml greater than the erv. At the second refill, the arv was 8-10ml greater than the erv. At the third refill, the physician withdrew the full 20ml of drug. It was noted that the physician was concerned about the possibility of ''pressure'' from a completely occluded or kinked catheter damaging the pump. A catheter dye study was performed, and the physician was unable to aspirate drug or push dye into the catheter. The catheter was replaced on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), product type catheter.

Manufacturer narrative:
(B)(4).